Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278229, expiration date 09/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer reported feeling unwell and was sweaty. He tested 19.8 mmol/l on the mobile system at 00:17; at 00:20 he injected "toronto" insulin and tested 3.7 mmol/l on the compact plus system at 00:30. The customer received results of 4.0 mmol/l (00:33) and 10.0 mmol/l (00:34) on the mobile system. Approximately 20 minutes later he received results of hi (greater than 33.3 mmol/l) and 7.4 mmol/l within 10 minutes of each other on the mobile system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.